Event description:
A us distributor returneda monitor indicating that it would not communicate with an electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with a test monitor) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon eval, the ECG electrode c and d cable was cut which damaged the internal wires and caused a short. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the cut wires.